Event description:
The complainant alleged that during biomed testing of the product, it displayed an intermittent status message "status 82". There was no patient involvement with the reported malfunction.